Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device was found intact. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported right side "rupture". Later healthcare professional reported "the implant was not ruptured as expected". Later healthcare professional reported "implant fold". Later healthcare professional reported "implant is more firm with nodule noted with a burning sensation", "uneven breast, breast mass, breast pain and the hardening of the breast", "grade ii ptosis", "grade 3 capsule", "breast skin thin and loose", "palpable masses", "palpable and visible fold". The device was explanted and replaced.

Manufacturer narrative:
Device evaluation:per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "rupture". Later healthcare professional reported "the implant was not ruptured as expected". Later healthcare professional reported "implant fold". Later healthcare professional reported "implant is more firm with nodule noted with a burning sensation", "uneven breast, breast mass, breast pain and the hardening of the breast", "grade ii ptosis", "grade 3 capsule", "breast skin thin and loose", "palpable masses", "palpable and visible fold". The device was explanted.

Event description:
Healthcare professional reported right side "rupture". The device remains implanted. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.